Event description:
When attempting to remove foley catheter, nurse withdrew 5cc of fluid from inflation system and no more could be removed. Cut off tip of inflation system and removed catheter after draining add'l fluid. Small inflation on the balloon still existed. Pt complained that it did hurt to remove the catheter.